Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion an attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye since the patient could not see near or distance enough. The patient did not have any pre-existing medical history issues and did not have debilitating condition. A non-johnson &johnson light adjustable lens of 14 diopter was used as a replacement lens. It was indicated that there was capsule tear, and an unplanned vitrectomy was performed. The patient outcome was reported to be ok. No further information was provided.